Event description:
An e-mail report was received describing that an 8dct tracheostomy tube had broke where the inner cannula connects to the tracheostomy tube. Upon follow up with the reporter, it was found that he was referring to the snaphead portion of the tracheostomy tube and that the snaphead had broke. The reporter stated that the pt's trachea was working because the inner cannula was still in when this occurred. The pt was on a ventilator when this occurred and the ventilator alarms did not go off. The nurse had come in to check the pt and noticed that the tracheostomy tube was hanging out a little bit. The tracheostomy tube was removed and changed with another of the same type. The tracheostomy tube was placed in the pt 2009.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.